Manufacturer narrative:
The rp500 m-cart in question did not record any systemic or sensor related errors around the time of the samples in question. The aqc data for the sensor were within specifications at all levels of analyte concentration. The instrument and na sensor in the mcart was working as intended in and around the time of the reported discrepant results. The bias in na results may be explained by the differences in test method and sample matrix. However, the magnitude and tolerance intervals of the bias may be determined only through appropriate correlation studies. The cause of this event is unkonwn.

Manufacturer narrative:
Siemens has requested data files for investigation, which have been received. The customer stated they replaced the cartridge interface, and the cartridges. The cause of this event is unknown.

Event description:
The customer reported discrepant sodium results on the rp 500 when compared to a non-siemens lab analyzer. There was no report of injury due to this event.